Manufacturer narrative:
Based on the claim against the product by the customer noting the damaged instrument pulley, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a piece broken off the edge of the distal idler pulleys. The missing piece measured approximately 0.134" x 0.093" and was not returned. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the pulley on the permanent cautery hook was damaged. There was no report of patient injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.